Event description:
The customer reported having no delivery alarms, and would like to have the insulin pump replaced. During the call the customer also reported being hospitalized due to high blood glucose caused by bent cannulas. The blood glucose reading was 363 mg/dl. The customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. The customer's most recent glucose reading was 198 mg/dl, and she has treated with the insulin pump and manual injections. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.